Event description:
During training by a distributor, the device's paddle impedance was higher than specification. Complainant indicated that there was no patient involvement in the reported malfunction.